Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had sensor break. Customer's blood glucose at time of incident was 9.6mmol/l. The customer stated they received multiple alerts with the sensor. The customer stated they did not see the needle hub just the needle. The customer stated that they thing cannula was stuck inside patient's body. The customer was advised that the cannula might have been retracted along with the needle during insertion. The customer was advised that sensor will be replaced.